Event description:
On (B)(6) 2012, customer reported a leak under the modular chemistry compartment of the dxc 600 pro instrument. Customer stated that the drip tray had fluid in it. Customer also stated that they observed an empty co2 alkaline buffer bottle and noted that the fitting on the damper was loose. This caused the buffer to overflow from the fitting. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts advised the customer to secure the fitting to the top of the damper. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).